Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed clock monitor frequency error. During troubleshooting, the customer was advised to perform rewind but the customer stated that the display on the insulin pump was blank. The insulin pump does not have physical damage and was not exposed to moisture. The contacts on the battery cap are not missing or damaged and the battery compartment is not damaged or corroded. Customer was advised to insert a new battery; the display did not return. Customer was instructed to remove the battery for 10 minutes, clean the battery cap and reinsert the battery; the display did not return. Blood glucose value was 257 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump was received with a blank display and constant tone alarm due to a corroded remote frequency board. The pump was unable to verify the alarm due to the blank display. The pump was received with a corroded motor home switch. The pump had a missing end cap sticker. The pump was received with minor scratches on the lcd window, a cracked case at the display window corners and cracked battery tube threads.